Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 25 mg/ml dilaudid a t an unknown dose via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that the pump went into safe state and the patient had experienced withdrawal symptoms for the entire month of (B)(6) 2016. The logs were read to discover the safe state. The pump was explanted and replaced on (B)(6) 2016. The representative was not aware of any environmental, external, or patient factors. The issue was resolved and the patient status was alive with no injury. On 2016-nov-15, the representative stated that the hospital currently had possession of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was a low battery reset with an undetermined cause. If information is provided in the future, a supplemental report will be issued.